Event description:
It was reported the patient's charger and a replacement charger would not communicate with the ipg. The patient reported the loss of communication had happened a few days prior. It was also reported the programmer would not communicate with the ipg. Follow up identified the physician replaced the ipg on (B)(6) 2011. Stimulation was restored postoperative. No further complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.